Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. Patient condition was stable.

Event description:
Additional information was received indicating that prior to the prophylactic explant of the device, noise resulting in oversensing was noted on the right ventricular (rv) lead and the right atrial (ra) lead. No additional noise or oversensing was noted after the explant and replacement of the device. The physician suspected the noise was due to the device. Additionally, blood was observed inside the header during the explant procedure. The patient was in stable condition. Related manufacturer report number MDR-2022-50357. Related manufacturer report number MDR-2022-50358.

Manufacturer narrative:
The reported event of noise resulting in oversensing could not be confirmed. The reported event of blood contamination of device header could not be confirmed. As received, the device battery voltage was above elective replacement indicator level. Visual examination of the device found no anomalies. The device was then programed to nominal settings for the remainder of the analysis. Output verification, sensitivity measurements, output impedance and crosstalk in saline solution tests were performed and it was able to function within the product specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.